Event description:
As reported by the user facility (translation of user facility info by (B)(6)): pump does not run/leaks. Filled with 5fu.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from the customer to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.